Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported receiving unspecified sensor scan result and self-treating with insulin (dose/type unknown). Customer subsequently felt tired and experienced a loss of consciousness and was treated with "gu honey flavor" by a non-hcp. No further treatment was reported.